Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. Troubleshooting was performed. The caller mentioned that the cannnula was bent and occluded and had bent cannulas with five consecutive infusion sets. Instructed the customer to change the entire infusion set and reservoir. Assisted the customer to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.